Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker observed that the device unexpectedly powered off while the customer's batteries were installed in it. The batteries installed in the device were past the replacement threshold of 2 years. Stryker recommended that the customer replace the device's batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed evidence in the electronic download files that the device unexpectedly powered off multiple times. As a result, defibrillation therapy may have been delayed or unavailable, if needed.